Event description:
Spinal stenosis and disc herniation. L4-5 with segmental instability, disc herniation and degenerative disc disease at l5-s1 with sciatica bilaterally, right worse than left. Operative procedures: bilateral laminectomy of l4, l5 and s1, with medial facetectomies. Bilateral fusion at l4-5 and l5-s1 with right iliac bone graft and spinal instrumentation. Rptr is disabled. (*)